Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 46 mg/dl. Customer treated their blood glucose with food. The customer also reported receiving a lost sensor alert on their insulin pump. Customer also stated their insulin pump was not communicating with their transmitter. It was also found the needle on the customer's sensor would be stuck inside the serter. Customer's serter will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-05623.